Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the switch box had a scratch, the suction cylinder had no color, due to a dent on pipe protecting forceps elevator wire the forceps elevator did not move smoothly, due to a fray of pipe protecting forceps elevator wire the forceps elevator did not move smoothly, the connecting tube had a buckling and was deformed, the adhesive around the objective lens had wear, there was corrosion around forceps elevator, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope forceps elevator was defective and was very difficult to move, and a stain inside of the light guide lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of the forceps elevator had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it was presumed that humidity invaded the light guide-lens, which led to corrosion. This was most likely due to physical stress at the distal end such as hitting and dropping, and/or the light guide-lens glue peeling off by chemical stress such as chemical solutions used for the device. Secondly, the foreign material was possibly not removed from the forceps elevator, since the reprocessing was not conducted properly due to leakage from knob-wire and knob-pipe of the forceps elevator. Leakage occurred from knob-wire and knob-pipe of the forceps elevator. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.